Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging an unusual issue. It was reported that the pump was not functioning and there were recurrent alarms with no insulin delivery. No further information was available. This complaint is being reported because there is an allegation of pump not working per specifications. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: a loss of prime warning was observed in the black box on (B)(6)-16 at 4:37pm. The force reading does not reach zero. Following the "loss of prime" warning, the pump was not reprimed. Multiple "pump is not primed" warnings were confirmed. The rewind, load, and prime steps were performed successfully. A force sensor calibration test confirmed the force sensor was detecting within specifications. No "loss of primes" occurred during testing. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the original complaint, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.